Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in resetting the pump and advised to continue using it. They were instructed to call back if the malfunction code recurred, which the customer acknowledged and understood.